Event description:
It was reported following replacement of this dialysis catheter, an injection into one catheter lumen revealed back flow into the other catheter lumen. Subsequently, add'l heparin was released into the pt which resulted in the pt developing a gi bleed that required treatment with blood transfusions and a prolonged hosp stay. This catheter was successfully exchanged for another catheter. The pt's condition is stable and has since been discharged. This device was rec'd, evaluated and retained by this MFR. The engineering eval revealed the catheter was discolored and yellow, with foreign matter all over it. The device was tested and an interlumen leak was noted in the hub.